Event description:
It was reported that a faradrive steerable sheath clear was selected for use for a pulsed field ablation procedure to treat atrial fibrillation. The sheath was prepped, flushed, and aspirated out of the patient. Once inserted into the patient, aspiration could not be completed. Additionally, it was noted the dilator tip was damaged with a possible "plastic portion" coming loosing. The sheath and dilator were exchanged, and the procedure was completed with no patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.